Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was any other tissue damaged as a result of searching the needle? What is the lot number? Could you please clarify device's availability? The needle was removed from the patient without needing any x-rays. There was no known damage to the patient. The needle was place safely in packaging and taken to decontam with defective product form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and the suture was used. During surgery, while pulling the suture through the trocar, the needle popped off and fell into the patient. It was retrieved. There were no adverse patient consequences reported. Additional information has been requested.